Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to external stress was applied to lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. As a result of the external stress above, the user may have applied force toward incorrect direction. The event can be detected by following the instructions for use (IFU) which state: 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the reprocessor connecting tube clips were breaking off often. The issue occurred during reprocessing. There were no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.